Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector was missing a component the following issue was received by the initial reporter with the following: my customer received item: mp5305-c, but it is missing the clamp. Did bd take this out of the kit or is this a quality issue.

Manufacturer narrative:
MDR made in error - not a complaint product was not missing clamp as clamp is not provided on the product.

Event description:
No additional information.